Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the datasette and reseating the cables. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the passport 2 monitor shuts off intermittently, which may have affected pt monitoring. No pt injury was reported.